Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar energy cable was analyzed, and the findings did not replicate or confirm the customer reported event. The accessory cautery cable passed the electrical continuity test. The cautery cable was connected to an in-house generator along with an in-house instrument and passed energy delivery test. No damage insulation was found during the visual inspection. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy cable was involved in a sparking incident. The procedure was completed with no reported injury.